Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e2, g3, g6, g7, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: e1-event site address the iab was returned with the membrane completely unfolded and trace of blood on the exterior of the catheter. The inner lumen was found occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 12.7cm from the rear seal and measuring 1.3cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intra-aortic balloon (iab), the clinician observed traces of blood in the extracorporeal tube. The iab was immediately removed. A new iab was inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).